Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving sufentanil 300 mcg/ml at 179.79 mcg/day and bupivacaine 19.7 mg/ml at 11.806 mg/day via an implantable pump for spinal pain. It was reported the patient experienced impending wound dehiscence of pain pump pocket and skin erosion near the pump incision on (B)(6) 2016. The patient called physician on (B)(6) 2016 to report that they believed they had an infection around their pump. They were started on oral antibiotics and were evaluated in the office on (B)(6) 2016, where they were then scheduled for surgical intervention on (B)(6) 2016. The planned procedure was pump pocket revision for impending surgical wound dehiscence. Surgical intervention was performed via pump pocket revision of entire system on (B)(6) 2016. Post-operative antibiotics were administered. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined and intraoperatively the hcp noted "extremely thin tissue. Inspection of the previous catheter connection found significant wear and tear indicating the need for replacement" of the proximal catheter. The proximal catheter was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.